Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after becoming disconnected while sleeping during their pd treatment. Right away the patient reconnected to continue with treatment. Drain volume was going up at a good rate and the cycler moved forward to fill 6. The patient decided to use the stat drain option to drain a little bit more. Fluid leaked from the catheter exit. The patient was not sure how the disconnection occurred but noted the patient line was likely pulled while sleeping. The patient reported receiving an air detected in cassette alarm during drain 5 of 8 of treatment. The patient was advised to reset up the cycler new supplies. The patient cancelled the treatment and confirmed that the cassette door was dry. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after becoming disconnected while sleeping during their pd treatment. Right away the patient reconnected to continue with treatment. Drain volume was going up at a good rate and the cycler moved forward to fill 6. The patient decided to use the stat drain option to drain a little bit more. Fluid leaked from the catheter exit. The patient was not sure how the disconnection occurred but noted the patient line was likely pulled while sleeping. The patient reported receiving an air detected in cassette alarm during drain 5 of 8 of treatment. The patient was advised to reset up the cycler new supplies. The patient cancelled the treatment and confirmed that the cassette door was dry. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.